Manufacturer narrative:
Device evaluation: the report of suspected pump thrombosis was confirmed based on the evaluation of the returned device. Examination of the rotor inlet upon disassembly of the pump revealed a dark deposition lightly adhered to the inlet portion of the rotor and one of the rotor blades. The deposition appeared denatured and showed evidence of lamination. The deposition did not appear to have originated in this location; however, its shape and structure indicates that it may have initially formed on the inlet bearing. Although a specific cause for the formation of the observed deposition and a duration for which it was present could not be determined through this evaluation, the deposition would have potentially contributed to the reported symptoms of hemolysis. Examination of the sealed inflow conduit and sealed outflow graft did not reveal any deposition or thrombus formation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient went to the hospital with black urine. The patient's lactate dehydrogenase (ldh) value had increased rapidly and elevated over 4000u/l. It was then decided to exchange the pump due to a suspected thrombus inside the pump. Upon explant, it was reported that there was visual confirmation of thrombus in the pump.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year, 1 month. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2015, the patient''s pump was exchanged due to thrombus. No further information was provided.